Event description:
Related manufacturer reference numbers: 2017865-2023-16786 and 2017865-2023-16787. It was reported that the patient was in a motor vehicle accident experienced blunt force trauma and deceased. It was suspected that there might have been a cardiac event and a device malfunction which might have led to the accident. However, there was no specific malfunction explicitly seen with the device. The pacemaker, right atrial lead, and right ventricle lead were all explanted.

Manufacturer narrative:
The reported event of capture issues was not confirmed. Analysis performed, including capture tests did not identify any functional issues. A malfunction based on analysis was found. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.